Event description:
A (B)(6) g2p2 with desired sterility and no other significant pmh. Had essure sterilization performed (B)(4) 2012 under general anesthesia. Pt with vaginal discharge a few weeks later and subsequently admitted to hospital (B)(4) 2012 with pelvic inflammatory disease based on cervical motion tenderness, left shift/bandemia/elevated white count and fever. Pt previously started on outpatient ciprofloxacin and flagyl one day prior to admission with resolution of her fever or pain. On admission, CT scan negative for abscess and pt started on doxycycline po, cefoxitin and flagyl with improvement with IV antibiotics. Pt currently on hospital day number 2.